Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The user interface module master software version for this device is 6.13.93, categorized as remediated.

Event description:
During a review of the event history for another report for a colleague infusion pump, it was discovered that there was a battery depleted set alarm that occurred during infusion which caused an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4). A service history review revealed that this device was previously serviced for the reported condition, and the batteries were replaced twice. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The device has been evaluated onsite. The root cause for the reported condition was determined to be depleted main batteries. The main batteries and harness were replaced. A follow-up medwatch report will be submitted if additional information becomes available.